Event description:
Received from the FDA a copy of the customer's medwatch report which states: "protonix 80mg in 100cc as a continuous drip on an alaris pump at 1140. The infusion was set to run at 10cc/hr or 8mg/hr. I went into the room at 1252 to hang a potassium drip and noted that the protonix bag was empty. The drip rate remained at 10cc/hr. The volume to be infused (vtbi) still read 90cc. The patient was asymptomatic. A new channel was obtained to infuse the second bag." Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.